Manufacturer narrative:
Ninety-three cm of the catheter was returned. The catheter was pt. It also met requirements for the tensile strength and ultimate elongation tests. It did not meet requirements for the leakage test. A tear was observed 47 cm away from the proximal end of the catheter. It is unk how or when this damage occurred. The instructions for use that accompany the device caution that low tear strength is a characteristic of moist unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears. A review of mfg records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that during the implantation surgery, a hole was found on the lumbar catheter. It was also reported that there was not impact on the pt's health.